Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement. The clinician previously informed the patient after generator changeout that this lead which was sticking up can be fixed if bothering. The patient was concerned as the car seatbelt rubs the area where the lead is. The boston scientific technical services consultant advised to contact the clinician and reviewed transmission report indicating no faults, elective replacement indicator notification nor out of range values. As of this time, this rv lead remains in service. No adverse patient effects were reported.